Event description:
Ous MDR - after an implantation time of about 3 months, oversensing was reported. No deterioration of the patient's state of health was reported. Only the lead was explanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents and the returned programmer printout. The manufacturing process for this ICD was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The programmer printout was checked; interference in the right-ventricular channel was visible in the available iegms, which led to two charge processes without subsequent shock delivery. There was no indication of a device malfunction. In summary, there were no indications of material defects or manufacturing errors.